Manufacturer narrative:
(B)(4).

Event description:
It was reported that "product is sharp-edged. After use of the product an injury of the nasal mucosa was noted and bleeding occurred. The bleeding was treated by nasal tamponade and had no further consequences for the patient. Patient is doing well".

Manufacturer narrative:
(B)(4). The actual sample was not returned; however, the customer returned 5 unopened representative samples for evaluation. A visual exam was performed and no sharp edges were found on the tip of the tubes. A device history record review was performed and no relevant findings were identified. Without the actual device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "product is sharp-edged. After use of the product an injury of the nasal mucosa was noted and bleeding occurred. The bleeding was treated by nasal tamponade and had no further consequences for the patient. Patient is doing well."